Event description:
It was reported that the unit powers itself on and off and will not engage in monitoring. No patient incident reported. Additional info received indicated that the device did not give an alarm prior to the device shutting off. The customer also indicated that the device was able to engage in patient monitoring activities, using the docking station with ac power and the issue only occurs during ac power.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit had intermittent power. The contaminated battery contact was replaced and the unit functioned as designed. No liquid ingress residue was observed inside the unit; as well as on the outside of the unit.